Event description:
The complainant reported that the impella cp never achieved flows about 1.5. The placement signal did not correlate with ao tracing. Both the cardiology and heart failure team suspected error with the device despite efforts to reposition. The impella catheter appeared to have a kink under fluoroscopy resulting in minimized flow. A decision was made to replace the impella.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.